Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.